Event description:
Patient underwent chest port catheter stripping when the radiopaque band marker from the snare became dislodged within the atrium and lodged within a small branch of the left renal vein, resulting in thrombus of the small vein. It was determined that the risk of further attempts at retrieval would outweigh the risk of leaving the band marker in place. Dates of use: (B)(6) 2010. Diagnosis or reason for use: no flow/catheter stripping.